Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), vaginal disorder ("vaginal issues"), infection ("infection") and sepsis ("sepsis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic abscess, fatigue, migraine, weight increased, vaginal disorder, infection and sepsis outcome was unknown. The reporter considered fatigue, infection, migraine, pelvic abscess, sepsis, vaginal disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), vaginal disorder ("vaginal issues"), infection ("infection") and sepsis ("sepsis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal). At the time of the report, the pelvic abscess, fatigue, migraine, weight increased, vaginal disorder, infection and sepsis outcome was unknown. The reporter considered fatigue, infection, migraine, pelvic abscess, sepsis, vaginal disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received. New events: infection, sepsis, abscess were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.